Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that basal rates were changed by representative and she believed it was too low. Clarification was made to customer that settings changed was not for basal rates but for fill cannula. Customer reported of not receiving insulin all day and insulin pump was advising to check settings. Customer's blood glucose was 497 mg/dl. Customer was advised that insulin pump advised to check settings when coming out of training mode. Troubleshooting was performed for no delivery and customer was able to see insulin come out.